Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal was deployed. A few hours later the patient complained of pain and tenderness in the right groin. The physician ordered an ultrasound and a possible pseudoaneurysm was located. A femostop was placed on the site for approx six hours. The following day the cardiologist called for a surgical consultation. A surgical exploration was performed of the right groin and the pseudoaneurysm was repaired. On 4/23/99, the vascular surgeon stated that the patient had no further complications and would probably be discharged on 4/24/99.